Event description:
It was reported that externalized conductors were noted via x-ray. Lead was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received externalized conductors due to internal insulation abrasion were found at 7.5cm to 10.1cm from the connecotr pin. The silicone insulation was abraded and the conductors were visible. External insulation abrasion at 11.1cm to 12.6cm (consistent with friction to another device) and between 45.7-46.7cm (consistent with friction to the ICD) from the distal tip. Etfe coating on the conductors were not damaged.